Manufacturer narrative:
Customer reported three new oer-pro devices installed approximately three months ago to have cracked lids. The three oer-pro devices that the customer reported are captured in medwatches with patient identifiers (B)(6) (serial number (B)(4)), (B)(6) (serial number (B)(4)), (B)(6) (serial number (B)(4)). This medwatch is for patient identifiers (B)(6). Customer called technical assistance center (tac), and tac specialist suggested that the customer check the gas filter to make sure it is not hard or excessively wet, as this may cause it to not vent properly. If not adequately vented, when the pump runs pressure can build up and cause the lid to crack. Field service engineer (fse) went on site to repair the cracked lid. Fse replaced the lid and installed the warning label. Equipment was repaired and verified according to other equipment manufacturer instructions. Fse made sure customer had replaced the lid filter. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by customer, the device lid was cracked. How the lid was cracked is not known. There is no reported harm to any patient.

Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see the updates in sections.